Event description:
Using a philips dreamstation CPAP with humidifier for over 2 years; became sick with covid in (B)(6) 2021 and post covid had lingering problems with breathing and lung and kidney spots discovered on CT test. FDA safety report ID# (B)(4).